Manufacturer narrative:
Add information d4 lot number 1105810 section d1/d2 was incorrectly reported as impella 2.5 and common device name was incorrectly reported as temporary non-roller type left heart support blood pump in the initial MDR 1220648-2024-08971. Section d4 was incorrectly reported as impella 2.5, and serial number incorrectly reported as (B)(6). Section h5 was incorrectly reported as yes labeled for single use. Section h8 usage of device incorrectly reported as initial use of device.

Event description:
The user facility reported automated impella controller (aic) screen freezing during cassette change. The issue was resolved, however, a new cassette was required.

Manufacturer narrative:
The investigation for the reported console ¿froze¿ during purge cassette change has been completed. The console was returned for evaluation. The logs were reviewed and relevant to the reported issue. The console was evaluated, and it was confirmed that the cause of the aic screen frozen during the purge change wizard was due to a software issue. This report is being filed as part of a retrospective review of historical records.